Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump lost power and did not emit audible alarm upon battery insertion. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was not verified in the black-box or duplicated in the evaluation. Review of black box data did not find any power-on-reset events. Battery compartment was intact with no damages or cracks observed. Using the returned battery cap, the pump powered up to the verify screen with auditory and vibratory features. The keypad buttons responded properly. Unrelated to the power complaint, moisture was observed behind the display lens. A pump casing crack was observed near the top right hand corner of the display lens. The bolus button cover was torn but the button responded properly to presses. The pump emitted a ¿no cartridge detected¿ alarm during the load step. The rewind/load/prime sequence and the 24-hour basal exercises were unable to be completed. The pump casing was opened to investigate and moisture contamination was found on various internal components. Due to the load step alarm and moisture intrusion, the power issue was not fully investigated.